Event description:
The end of the tubing completely broke off in the manifold when changing tubing.

Event description:
The end of the tubing completely broke off in the manifold when changing tubing.